Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received cracked retainer, minor scratched display window and scratched case. (B)(4).

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 10.0 mmol/l. Troubleshooting steps were provided for power error detected alarm. Advised to monitor pump. The insulin pump will be returned for analysis.